Event description:
It was reported that, the patient with this right ventricular (rv) lead was scheduled to perform a magnetic resonance imaging (MRI), nonetheless, prior the MRI, it was told by a field representative that this rv lead was fracture. The fracture was confirmed by the doctor. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this right ventricular (rv) lead was scheduled to perform a magnetic resonance imaging (MRI), nonetheless, prior the MRI, it was told by a field representative that this rv lead was fracture. The fracture was confirmed by the doctor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the MRI was not performed and the bipolar impedances were high out of range. The field representative indicated that there was no need for lead revision as lead functions normally in unipolar. This rv remains in service. No adverse patient effects were reported.